Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare field representative that the elbow of the pressure line on the rt116 adult breathing circuit came off during patient use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The rt116 adult breathing circuit is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: the complaint rt116 adult breathing circuit was returned to fisher & paykel healthcare (fph) new zealand and visually inspected. Results: visual inspection revealed that the pressure line was torn next to the elbow connector. The surface of the break was rough, and not smoothly cut. Conclusion: the damage found on the pressure line was most likely caused by the customer pulling at the pressure line. A torn pressure line would not have been possible to assemble to the elbow connector during production. The rt116 user instructions that accompany the device state the following warnings: -check all connections are tight before use; -perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient; -set appropriate ventilator alarms.